Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("abnormal bleeding") in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not indergo essure confirmation test". The patient's concurrent conditions included obesity. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), weight increased ("weight gain"), alopecia ("hair loss"), anxiety ("anxiety"), hypersensitivity ("allergic reactions"), dyspareunia ("pain during intercourse"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), endometriosis ("endometriosis"), migraine ("migraines") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, headache, weight increased, alopecia, anxiety, hypersensitivity, dyspareunia, back pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, endometriosis, migraine and dysmenorrhoea outcome was unknown. The reporter considered alopecia, anxiety, back pain, dysmenorrhoea, dyspareunia, endometriosis, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Essure implant date also reported as (B)(6) 2015 and explant date also reported as (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Current weight 190 lbs. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical records received. Plaintiff demographics and concomitant condition added. New events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), endometriosis, migraines, dysmenorrhea (cramping), she did not indergo essure confirmation test were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("abnormal bleeding") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not indergo essure confirmation test". The patient's concurrent conditions included overweight and hypertension. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 22 days after insertion of essure, the patient experienced weight increased ("weight gain"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), alopecia ("hair loss"), anxiety ("anxiety"), hypersensitivity ("allergic reactions"), dyspareunia ("pain during intercourse"), back pain ("back pain"), migraine ("migraines") and pain in extremity ("leg pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, headache, weight increased, alopecia, anxiety, hypersensitivity, dyspareunia, back pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, endometriosis, migraine, dysmenorrhoea and pain in extremity outcome was unknown. The reporter considered alopecia, anxiety, back pain, dysmenorrhoea, dyspareunia, endometriosis, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pain in extremity, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Essure implant date also reported as (B)(6) 2015 and explant date also reported as (B)(6) 2017 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Abdominal x-ray - on (B)(6) 2015: essure coils located in pelvis hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion current weight (B)(6). Most recent follow-up information incorporated above includes: on 22-oct-2018: new pfs received-new event leg pain was added. New concomitant condition, lab tests were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), weight increased ("weight gain"), alopecia ("hair loss"), anxiety ("anxiety"), hypersensitivity ("allergic reactions"), dyspareunia ("pain during intercourse") and back pain ("back pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, headache, weight increased, alopecia, anxiety, hypersensitivity, dyspareunia and back pain outcome was unknown. The reporter considered alopecia, anxiety, back pain, dyspareunia, genital haemorrhage, headache, hypersensitivity, pelvic pain and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.